Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with low blood glucose of 40mg/dl a month ago. The customer stated that the endocrinologist did some setting changes and her blood glucose has been running high. Troubleshooting was declined as customer did feel the insulin pump is functioning properly. No further information was provided.